Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the catheters one way valve dislodged into the shaft of the catheter when attempting to place the dilator into the catheter whilst preparing the catheter. The catheter and dilator were removed from the sterile table and a new delivery catheter was provided. The catheter was attempted not used. There was no patient involvement.

Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The septum of the catheter was damaged. The mechanical operation of the catheter shaft was kinked/buckled. The septum adhesive released of the hub of the delivery catheter. The septum detached from the hub of the delivery catheter. Visual analysis of the delivery catheter indicated damage during use. The analyst noted the delivery catheter was returned with the dilator separated from the shaft of the delivery catheter. The septum of the delivery catheter was pushed down into the hub of the delivery catheter and had separated from the bond on the hub of the delivery catheter. The adhesive bond was present on the hub of the delivery catheter. The shaft of the delivery catheter was kink/buckled at 6 cm. The hub of the delivery catheter was taken apart to remove the septum of the delivery catheter to examine the septum. There was insertion marks on the surface of the septum of the delivery catheter. The septum of the delivery catheter was damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.